Event description:
Boston scientific received information that during routine follow-up this left ventricular (lv) lead was noted to have out-of-range (oor) impedances greater than 2000 ohms, as well as, loss of capture at maximum outputs. The field representative reported that review of daily measurements showed that this lead's impedances were stable until approximately five months ago when intermittent oor measurements were noted, and for approximately the last four months they have been consistently oor. All lv pacing configurations were evaluated, and all lv impedances continued to be greater than 2000 ohms with no capture at maximum outputs. Two weeks prior to the recent check, the patient was hospitalized for water retention and respiratory issues; a chest x-ray was done at that time. At the recent check, the field representative reviewed the x-ray and no specific lead issue or fracture was identified. The patient reported that in general he has felt tired. The physician was unsure if the patient's symptoms were related to the loss of lv pacing, and the plan was to continue to monitor. The lv outputs were programmed to 7.5v at 2ms and the patient was going to have a follow-up appointment with the physician in a couple of months.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.